Manufacturer narrative:
Submit date: 4/25/2018. If information is provided in the future, a supplemental report will be issued.

Event description:
A non-specific issue was reported by the customer. Upon triage of the unit, on (B)(6) 2018, service found that the unit powered off by itself.

Manufacturer narrative:
An evaluation of the kangaroo epump was performed for the reported condition of ¿service technician found that the unit powered off by itself¿. The unit was triaged and the reported condition was confirmed. The unit was switched on the battery and the unit powered on momentarily but then it turned off on its own. The unit was then disassembled. Signs of ingress/ corrosion were observed throughout the on-off circuit of the pcba. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.